Event description:
A distributor reported that the vaporizer's interlock system was not functioning, allowing more than one vaporizer to turn on at a time. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.